Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had trouble with insulin pump. The customer reported that the high blood glucose levels has to do with some injury and the steroids he is taking. Troubleshooting was not provided at the time of call. The insulin pump will not returned for analysis.